Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a capsule tear occurred during implantation of the light adjustable lens (lal, sn (B)(6), +26.0d). The lal was removed from the eye and an anterior vitrectomy was performed. A new lal (sn (B)(6), +26.0d) was implanted into the sulcus.

Event description:
A site reported to rxsight that a capsule tear occurred during implantation of the light adjustable lens (lal, sn (B)(6),+26.0d). The lal was removed from the eye and an anterior vitrectomy was performed. A new lal (sn (B)(6), +26.0d) was implanted into the sulcus. The patient was seen in clinic on the same day of the surgical procedure and the lens was noted to be unstable. 5 days later, a secondary surgical procedure was performed for scleral fixation of the lal and pars plana vitrectomy (ppv). The patient had subsequent cystoid macular edema (cme) which resolved at a later time.

Manufacturer narrative:
After the initial report was submitted, rxsight received additional information that the patient completed a secondary surgical procedure for the scleral fixation of the lal (sn (B)(6)) and pars plana vitrectomy (ppv). Therefore, this supplemental report is being furnished to provide additional information in sections b2, b5, and h6 and to provide corrected information in sections b3 and d4. The lal (sn (B)(6)) that was explanted during primary cataract surgery was returned to rxsight; however, it was cut into multiple pieces during explantation, and not all explanted pieces were returned. No evaluation can be performed due to the condition of the returned lens fragments. The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).